Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion occurred and the customer went into diabetic ketoacidosis. The customer discontinued pump therapy. The contact did not provide further information. Although requested, no additional information was provided.